Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 978b128 lot# serial# (B)(6), implanted: (B)(6) 2025, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 14-aug-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they were experiencing pain since the procedure date. They described the sensation as a burning and pinching feeling, akin to a persistent bee sting. The patient attempted to alleviate the discomfort by lying on their side but mentioned they typically avoid pain medication, yet the post-surgery pain was severe. Upon visiting the nurse practitioner, the issue was immediately evident when the bandages and gauze were removed, providing slight relief. The nurse practitioner took a photo and sent it to doctor, who scheduled a follow-up appointment the following week, determining that the device needed to be removed and redone. The doctor explained that the patient's low bmi might contribute to such complications. The patient tried turning off the therapy for 24 to 48 hours, but their symptoms reverted to pre-therapy levels within 24 hours, necessitating its reactivation. They noted that the lead wire was recoiling back into their skin, creating a significant spot on the nerves. Although the equipment was confirmed to be functioning properly, the wire's position required the entire ins to be removed for correction. The patient initially hoped walking would alleviate the issue, but it exacerbated the discomfort. Their patient's representative recommended scheduling surgery before summer, as the patient struggled to sit in a chair. The issue was not resolved through troubleshooting, and the patient was redirected to their healthcare provider for further assistance. The patient had an appointment for a new procedure on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va32ch7, implanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp. The cause of the lead wire recoiling back into their skin was determined to be the tethering of the wire. As resolution, revision of the wire was performed. When asked to clarify the statement "the lead wire was recoiling back into their skin, creating a significant spot on the nerves" they replied that it was revised on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va32ch7, implanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.